Event description:
Pt received I-125 seeds which were ten times the dose prescribed. Prescription = 112 seeds at 0.43 to 0.46 mci, received 112 seeds at 4.49 mci. All 112 seeds were surgically implanted in his prostate gland.